Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms which was reproduced. Evaluation found continuity across pins 39 and 40 and found the upstream sensor readings to be out of specification. The failed upstream sensor was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, the device displayed the upstream occlusion message when no occlusion was present. There was no patient involvement.